Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the device reached early end-of-service (eos). The rep trickled charged the ins and when the device was being reset, a 0x8 and eos appeared. The patient mentioned having prior device resets, but they couldn¿t remember if it was one or two prior resets. The patient was going to schedule a replacement with the implanting physician. Impedances were noted to be in the normal range. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the replacement was not yet scheduled. The patient was going to go to the implanting healthcare professional (hcp) to have it scheduled. It was unknown when the patient was going to schedule the replacement. It was noted the device could be returned after the replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.